Manufacturer narrative:
Patient date of birth 1999. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment rendered for the event was not reported. The patient's recovery status was not reported. The action taken with the dianeal therapies was not reported. No additional information is available.